Event description:
When nursing was inserting a foley into a patient, noticed that the 10cc saline syringe did not have a cap on it and only had approximately 3cc of saline in it and the rest was air. After insertion of the foley noticed that the bed was wet and that the area below the catheter and tubing connection near sample hub is leaking. Potential for infection is bacteria can get in the area that is leaking.